Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "pharmacist called to report that when pushing down on the pen needle there seems to be a lot of pressure and will not inject medication."

Event description:
Material#: 305916. Lot#: 2024137. It was reported by the customer that pharmacist called to report that when pushing down on the pen needle there seems to be a lot of pressure and will not inject medication. Verbatim: rcc received a complaint via phone. Pir attached. Cvs pen needle safety glide reference# (B)(4) lot# 2024137. Pharmacist called to report that when pushing down on the pen needle there seems to be a lot of pressure and will not inject medication.

Manufacturer narrative:
Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.